Event description:
During an internal investigation of aortic cutter on a porcine aorta, the cutter caused scoring. There was no patient involvement. This report is submitted because the failure, will not cut, is a reportable malfunction.